Event description:
It was reported that there were concerns the pacemaker was exhibiting loss of capture on the ventricular (rv) channel. Boston scientific technical services (ts) noted that there were varying amounts of morphology after pacing on the rv channel. Additionally, the device exhibited farfield oversensing on the atrial channel. Ts provided troubleshooting actions and resolution recommendations. The device remains in use. No adverse patient effects were reported.